Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an ipg communication issue. The patient had hip surgery approximately (B)(6) 2020. Recently the patient tried to connect to the patient controller and could not do so. A rep met with the patient and attempted troubleshooting but was unsuccessful in recovering the ipg. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.

Manufacturer narrative:
A4 patient weight added to the report.